Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled unrelated procedure. During the procedure it was noted that the right ventricular lead had externalized conductors. The lead was explanted and replaced. The patient was stable during and post procedure.